Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine experienced an unknown alarm, with no error message displayed. This occurred before patient use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. A review of the event log could not be performed due to software issues. During evaluation, visual inspection and functional testing were able to replicate the reported problem and noted that the device was unable to start up properly. Upon conclusion of the investigation, it was determined that the cause of the reported issue was faulty digital board internal software eproms. The internal software eproms were changed and the device passed subsequent testing. No further issues were with the display or alarms were noted. Should additional relevant information become available, a supplemental report will be submitted.